Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the clear end of the extension feed set which connects to the skin level device has detached from its tubing, remaining in connection with the skin level device causing the feed to leak from the tubing. Anecdotally, the customer reported that this event occurred on additional occasions a while ago but is unable to quantify an exact amount or provide additional information.